Event description:
It was reported that there was normal battery depletion. While the doctor was changing the battery, he cleaned the electrode and the lead broke. There were no patient symptoms/injuries related to this event. Patient outcome was noted as alive - no injury/no adverse event. The lead was functioning properly before the replacement. It was noted that the ins was finished and worked properly.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, serial# unknown, product type: lead. (B)(4).